Event description:
It was reported that an ilet pump appeared not to increase its battery percentage while on the charging pad, despite the on-device indicator showing charging; the charging pad led was blinking green and the pump remained at 13 percent until the user removed a rear clip and repositioned the plug, after which the pad displayed a solid green light and the battery increased by 2 percent during the call. Symptoms included no adverse clinical effects. Outcomes included no impact on health and resolution of charging with guidance. Customer care provided remote troubleshooting regarding accessory interference and charger positioning. Investigation of this case revealed that the charging issue was attributable to improper accessory use and suboptimal charger alignment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors.